Event description:
This male patient was presented to the interventional lab for repair of a lesion located in a shut anastomosis (vein side if left or right, size of vessel unknown). The characteristics of thevessel are unknown. There was a 90% stenosis present. The information received states that the physician inserted the transend guidewire, size unknown (boston) across the target lesion via the sheath introducer (brand and size unknown) into the patient's body. He advanced the savvy balloon catheter (435-202s) to the target lesion over the guidewire through the sheath introducer. He inflated the balloon using the indeflator (brand unknown), but the balloon ruptured at 2 atm. Therefore he used another savvy balloon 9catalog and lot no unknown), and the procedure finished successfully. There was no adverse consequence to the patient.